Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator and several cubies had failed. A field service engineer (fse) found a failure in cubie b3 on full height drawer 6. The unit was shut down, and cables on the back boards were reseated. All cubies were released via hardware test application (hta), and the cubie trays were cleaned of jammed medications and hair. A final test was run in hta and passed successfully. The user recovered the failed cubie, released it, and reassigned it, confirming normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door and several cubies were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.